Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address fell and loosening of the tibial component at the cement to implant interface. Competitor cement was used. Patient fell more than once on operative knee fracturing the patella. When knee was exposed in surgery the constrained tibial insert (size 3 6mm) was 180 degrees backwards. The post had a significant piece sheered off. It appears and in the surgeon's best judgement, that the fall created enough flexion laxity that the poly spun 180 degrees and relocated itself. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.